Manufacturer narrative:
Although a sample was requested, no sample was returned. Two possible lot numbers were reported. Production records for both lots were reviewed. In both lots, no problems during cuff MFR were noted, and the cuffs were well within specification. Four retained units were examined and tested for ability to occlude the lumen using a manual force much greater than expected during clinical use; without herniation, these cuffs could not occlude the lumen. Based on the info available, there is no evidence to support that a mfg error caused the herniation and subsequent occlusion. Herniation is typically caused by overinflation of the cuff and in this case could have been caused by injecting an inflation volume that was too large or by the diffusion of anesthesia gases into the cuff which was left unchecked. The exact cause cannot be determined without a sample. No further info is anticipated for this report.